Manufacturer narrative:
The manufacturer report number should have been (B)(4). Placeholder.

Event description:
During a cataract extraction procedure the clinic reported a corneal burn occurred in the patient's operative eye due to handpiece heating up. The wound required unplanned sutures to close the incision. The patient is expected to have a good outcome.

Manufacturer narrative:
Pt age: not provided, as to no information was provided. Date of event - not provided, as to no information was provided. (B)(4). Device has not been returned at the time of this report. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The handpiece was replaced and returned to the manufacturer for evaluations. The manufacturer visually inspected the product and found the handpiece to be in good condition. The handpiece was functionally tested. The testing of the handpiece was that it passed all test requirements. The aspiration lumen showed no signs of being clogged. The handpiece stroke meets specifications. There was no heating noted during testing of the handpiece and tip. Therefore, the suspected handpiece was evaluated visually and functional by (B)(4) and no observations were noticed. Moog was unable to confirm the reported the problem. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.

Manufacturer narrative:
In follow-up#1, the manufacturer address should have been added and corrected. The address has been provided in this follow up. In follow-up#1, the date was not provided as it should have been (B)(4) 2014. In follow-up#2, device evaluation is the correct selection. Additional conclusion code has been provided. All pertinent information available to abbott medical optics has been submitted. Placeholder.